Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
It was reported that during a procedure involving the micro introducer, resistance was encountered while advancing the microwire in the left mid great saphenous vein. The floppy portion of the microwire (flexible flat cable) detached in vivo, resulting in a retained foreign body in the subcutaneous tissue. The procedure was aborted, and the patient was sent to the emergency room. Imaging with x-ray was conducted, and an interventional radiology procedure was performed to locate and remove the retained wire segment with forceps. Local anesthesia was utilized. No patient injury, complaints, or instability were reported post-removal. No patient complications have been reported as a result of this event.